Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block h4: date of device manufacture year is 2012. The month of manufacture was unavailable at time of MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.